Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present around the helix housing and tip region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. The dislodgement allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead dislodged. After several attempts to reposition the lead, the helix could not be deployed. This lead was replaced with a new one to complete the procedure. No adverse patient effects were reported.